Event description:
A male had been hospitalized for a surgical repair of a fractured ankle. He was ambulating in the hospital, when his left crutch broke and he fell. At that time, the rivet/screw was found to be missing from the height adjustment on the crutch. The ankle was evaluated, an x-ray was done and no injury to the ankle was noted. There was no increase in post op pain. Post op care and length of stay in the hospital was not impacted by the incident. He was subsequently discharged and scheduled for outpatient therapy as originally planned.

Manufacturer narrative:
It is unknown if the crutch arrived in his facility without the rivet or if it fell out/broke during ambulation. The missing rivet was never recovered. Digital photos were evaluated. We were not able to confirm if the rivet was not in place at all or if it was improperly installed. We will work with the supplier for further investigation and corrective action to prevent future incidents.